Event description:
Returned sample shows a subcutaneous leak immediately distal to the surecuff. The damage does not appear to be a result of the removal procedure.

Manufacturer narrative:
A lot history review (lhr) of huxf0061 showed no other similar product complaints from this lot number. The complaint of a catheter leak was confirmed, but the cause is unknown. The product returned for evaluation was a 7fr d/l hickman catheter (mated onto a 9fr d/l hickman repair catheter). A small (less than 0.1) split in the catheter was found at the distal edge of the cuff. Microscopic examination of the hole revealed the split path to be irregular in direction, and the fracture surface was granular in nature. Tactile evaluation of the catheter near the split site was unremarkable. The observed features were not characteristic of known failure modes and the root cause of the issue is ultimately unknown.